Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a pacemaker replacement procedure due to battery depletion, the already implanted vdd lead showed ventricular threshold at 1.6v/0.5ms, ventricular impedance at 860 ohms, and r wave amplitude at 2.6mv by psa measurements. When connecting the vdd lead to a new pacemaker, its connector part of the ventricular side was pulled and fractured. Programmer measurements showed ventricular threshold at 2.5v, ventricular lead impedance at 1700 ohms during the procedure and ventricular threshold at 3.75v, ventricular impedance at 2222 ohms, and r wave amplitude at 0.43mv after the procedure. The new pacemaker was programmed to vdd mode in unipolar configuration. The day after, pacing failure was confirmed on ECG monitor. Pacemaker check revealed high ventricular lead impedance above 3000 ohms, and re-intervention was performed. A new ventricular lead was added. After reprogramming the pacemaker from vdd to vvi and from unipolar to bipolar, the new ventricular lead was connected to the pacemaker, but pacing was not available. The ventricular lead was disconnected and reconnected, but pacing was still not available. Noise oversensing was observed on the egm. Ventricular pacing markers were displayed on the screen while pacing spikes were not observed. The connector pin of the ventricular lead was reportedly appropriately inserted into a pacemaker port. The ventricular lead was connected to a new pacemaker. Connector pins of the vdd lead were capped (both atrial and ventricular side) and it was abandoned in the patient body.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a pacemaker replacement procedure due to battery depletion, the already implanted vdd lead showed ventricular threshold at 1.6v/0.5ms, ventricular impedance at 860 ohms, and r wave amplitude at 2.6mv by psa measurements. When connecting the vdd lead to a new pacemaker, its connector part of the ventricular side was pulled and fractured. Programmer measurements showed ventricular threshold at 2.5v, ventricular lead impedance at 1700 ohms during the procedure and ventricular threshold at 3.75v, ventricular impedance at 2222 ohms, and r wave amplitude at 0.43mv after the procedure. The new pacemaker was programmed to vdd mode in unipolar configuration. The day after, pacing failure was confirmed on ECG monitor. Pacemaker check revealed high ventricular lead impedance above 3000 ohms, and re-intervention was performed. A new ventricular lead was added. After reprogramming the pacemaker from vdd to vvi and from unipolar to bipolar, the new ventricular lead was connected to the pacemaker, but pacing was not available. The ventricular lead was disconnected and reconnected, but pacing was still not available. Noise oversensing was observed on the egm. Ventricular pacing markers were displayed on the screen while pacing spikes were not observed. The connector pin of the ventricular lead was reportedly appropriately inserted into a pacemaker port. The ventricular lead was connected to a new pacemaker. Connector pins of the vdd lead were capped (both atrial and ventricular side) and it was abandoned in the patient body.